Event description:
It was reported that the patient went to the emergency room (ER). The ketones were large. No diagnosis was provided by the hospital staff. For treatment, the patient was given a intravenous (IV) of sodium chloride and zofran was prescribed at 4 mg to take 1 tablet every 8 hours, as needed. The pod was worn longer than 48 hours on the arm. The pod was leaking and was discarded. The patient was discharged after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.